Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional component potentially involved in the event include: common device name: dbs lead extension, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 6904575.

Event description:
It was reported that one of the patient's extensions was damaged by the physician during a procedure intended to replace the patient's ipg on (B)(6)2023. The damaged extension was inserted into the new ipg and the surgery was completed. The investigation was unable to determine which of the extensions attributed to the event.